Manufacturer narrative:
The insulin pump was received with a button error alarm and three unresponsive buttons due to corroded keypad traces. The unit was unable to undergo the rewind, basic occlusion, occlusion, prime, excessive no delivery, delivery, and displacement tests due to unresponsive buttons. No moisture damage was found on the electronic assembly during visual inspection. The following cosmetic damage was also noted on the pump: stripped battery cap, stripped battery cap coin slot, minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube corner, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 137 mg/dl, but during the phone call it was 207 mg/dl. The customer stated that since the button error alarm occurred her blood glucose has been increasing and that she feels awful. Troubleshooting was initiated for the button error alarm. The customer confirmed that she was at a festival and the pump was against her skin, and that was when the pump alarmed with a button error. She stated that the keys are not working and that her battery cap is stripped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.